Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads were attempted to be implanted but due to patient anatomy they kept dislodging. The ra lead was not replaced, and the lv lead was removed and replaced. No patient complications have been reported as a result of this event.